Event description:
The customer reported a ventilator touchscreen was not working and had a crack. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, it was found that the touchscreen issue was induced by a philips field service engineer during the implementation of a field change order. Therefore, this complaint no longer meets reportability requirements.